Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2005 including an ipg. It was reported the pt was admitted to the hospital due to chest pains. An impedance check was performed and all impedances were with normal range. When the stimulation was turned off the pt would begin convulsing. When the stimulation was turned on the convulsions would stop. The pt's doctor believes the pt's issue was not device related. Over time the pt recovered and his scs system is performing as intended.